Manufacturer narrative:
Concomitant medical products: 800sr28 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a subclavian stenosis at the point of entry of existing leads. The right atrial (ra) lead exhibited high threshold and premature battery depletion of the implantable pulse generator (ipg) was observed. The right ventricular (rv) lead remains in use, the ra lead was reprogrammed and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.